Event description:
Customer reported that pt had confluent grade ii dlk od in early post op period. Flap lifted. Bed and flap gently cleaned with merocel sponge. Pred forte gtts applied. Flap repositioned and smoothed. No complications. Sle pre lift - slight edema, clear interface, smooth edges, faint opacified area centrally, no abrasion, no bcl, no pain 20/40 ucva od. Meds - doxycycline po 100 mg bid 2 weeks, pf 1% q hr x 1 week, zymaxid qid x 4 days, vit c 1000 mg. Last po (B)(6) 2011 from affiliate - vasc od 20/50 + .25 - 1.00 x 005 20/40, vasc os + 0.25 x 180. Sle - central opacified area resolving. D/c doxy cont steroid 1 more week then qid and taper over month. Re check 1 mo or prn changes.

Manufacturer narrative:
(B)(4), evaluation: equipment was serviced and preventive maintenance was done on (B)(4) 2011, after the reported event. No problems were found and sys meets all amo specs. Note: at the date of this report amo has provided all available info. No further info is available or expected.